Event description:
Mitek received a 3500 via the FDA which was authored by the user facility. The user is reporting that during an arthroscopic right knee meniscal repair on a (B)(6) female patient, the patient experienced extravasation/compartment syndrome to the right thigh, which required, for remedy; a fasciotomy, hospitalization, and a subsequent surgery. The user facility has sequestered the complaint device and cannot say when it will be released to mitek for investigation. There are questions out to the facility for detail and further information.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite many outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. We cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.